Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one 6f launcher guide catheter, the device snapped off in the patient. The device was subsequently retrieved and removed using a snare. It was noted there was deformation evident to the device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: FDA site ID 9612164 d3: MFR name: medtronic mexico, postal code: 22570. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the issue occurred right at the beginning of the case. The device was retrieved and removed using a snare without surgical intervention. Image analysis: three images were received for analysis showing pouch details that match the reported device details. Images show evidence of tortional kinking resulting in a detachment of the shaft. The shaft also appeared to be cut product analysis: the device was returned for evaluation. Analysis of the returned device revealed a tortional kink, with no exposed braiding, on the shaft of the device approximately 21cm distal to the strain relief. The shaft was detached approximately 35.5cm distal to the strain relief. The material at the detachment site was twisted, jagged and uneven and the braiding was exposed. The characteristics of the material indicate the shaft was twisted torsionally multiple times, causing the shaft to detach. Distal to the detachment the shaft was cut. The part of the shaft that was cut away did not return for analysis. A further kink was noted immediately distal of the cut. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: initial reporter name and phone number provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.